Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter claimed that his blood glucose was elevated to 31.2 mmol/l with symptoms of heartburn and nausea. Reportedly, there was no medical intervention to suggest the patient suffered from acute complication of diabetes. This complaint is being reported because the patient had elevated blood glucose of 31.2 mmol/l while on insulin pump therapy.